Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00165. It was reported that stimulation on the leads was reducing on its own. Patient was in an auto accident and issue begin after that. Diagnosis revealed high impedance on several lead contacts. As a result, the leads were explanted and replaced restoring effective therapy.